Event description:
About three months ago, a gore graft was implanted in an axillary bi-femoral position. Recently (date unknown), the patient presented with a 6 cm seroma located near the groin area, where the axillo-femoral graft was implanted. Reportedly, the fluid collection was aspirated but has not resolved. The area has not been surgically explored.